Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, this device was thoroughly inspected and analyzed. Interrogation of the device confirmed it was operating in safety mode and that bradycardia therapy remained available. Engineers determined that this device was demonstrating behavior consistent with a high internal cell impedance within the battery. The high internal impedance resulted in the system resets due to temporary high-power consumption and subsequent reversion to safety mode operation. Boston scientific has issued a field safety notice regarding ingenio extended life (el) and cardiac resynchronization therapy pacemaker (crt-p) devices that may exhibit this behavior. This particular device is included in the high impedance in ingenio extended life (el) pacemaker and crt-p advisory population.

Event description:
It was reported that upon interrogation during a routine follow-up appointment, this device entered safety mode. This resulted in this pacemaker-dependent patient losing consciousness for several seconds and was hospitalized with a temporary pacing system. Upon further data review, it was determined that the reversion to safety mode resulted in myopotential noise to be over-sensed and subsequently resulted in pacing inhibition. The physician surgically explanted and replaced the device to resolve the event and the patient was stable. This device was received for analysis.

Event description:
It was reported that upon interrogation during a routine follow-up appointment, this device entered safety mode. This resulted in this pacemaker-dependent patient losing consciousness for several seconds and was hospitalized with a temporary pacing system. Upon further data review, it was determined that the reversion to safety mode resulted in myopotential noise to be over-sensed and subsequently resulted in pacing inhibition. The physician surgically explanted and replaced the device to resolve the event and the patient was stable. This device is expected to be returned for analysis, but has not yet been received.